Event description:
The customer reported to maquet that paint is coming off the body structure of the light. There was no pt involvement nor injuries reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that paint was chipping on the cupola upper body structure. Maquet has offered replacement options to customer. Per the device IFU, it is the responsibility of users to verify on a daily basis, the absence of paint chips, impact marks and any other damage.